Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the adhesive on a-rubber (adhesive connection) bending cover has a chip. The reported issue of "distal end (bending section) is chipped, peeling off" was confirmed. Issue found to be attributed due to deterioration or breakage of the adhesive (chemical stress / physical stress). Furthermore, device evaluation fund an error b32 (scope data error) and no image displayed due to damage on the charge couple device (ccd/camera) unit and circuit board of the video plug section. Additionally, the following defects were identified during device inspection: video connector has a scratch and has a crack. Bending tube is deformed. Adhesive around objective lens is peeled. A-rubber (insertion section) has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the adhesive of the distal end/bending section is chipped, peeling off. No harm was reported. No patient harm, no user injury reported. Device evaluation found an error b32 (scope data error) displayed on the device and no image was displayed due to damage to the imaging unit and video connector board. This report is being submitted due to the finding of error b32 (scope data error) and no image displayed on the device caused by defective imaging unit and video connector which were identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error b32 (scope data error) and no image issue was due to stress of repeated use, external factors or handling may have caused failure of the parts mounted on the electrical circuit board and breakage of the image senor unit. Olympus will continue to monitor field performance for this device.